Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: received one piece of used and partial filled easypump ii lt 270-27-s without original packaging. Visual inspection had done throughout the sample. Crystallized residues were not observed on the complaint sample. The blow mould of the sample were observed folded and patient label were attached to the folded area. The drug solution in the sample was drained out and measured using beaker. The volume of the drug solution was around 25ml. The complaint sample was decontaminated and blow mould of the sample was unfolded. Then, the sample was sent for flow rate test (etr: ltca-bfr45p). The flow rate deviation from nominal flow rate for complaint sample were 0.09% from nominal flow rate. The flow rate result was within specification ±15% deviation from nominal flow rate. There are some possibilities that cause the sample empties faster than the nominal time in actual application, such as one or combination factors more than one as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase by approximately 3%. For example, if the flow restrictor of the product reach the temperature of 37°c, the flow rate of the sample will increase by approximate 18%, which mean the nominal flow rate will increase from 10ml/hr to approximately 11.8ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied on the pump. However, this external force is against the intended use according to IFU. Folded blow mould will also act as the external pressure to elastomeric membrane and increased the flow rate of the sample. Summary of root cause analysis: since the flow rate of the complaint sample was within the specification, hence we considered this complaint as not confirmed. The fast flow rate observed by customer side was potentially due to folded blow mould.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Device history record (DHR): reviewed the DHR for batch 17g27ge221, there is no abnormality detected at in process and at final control inspection pertaining to fast flow rate. Complaint and sample to be forwarded to production for further investigation. Follow-up report will be provided, after the investigation is finished.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): early completion of infusion 7hrs.